Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with two different programmers. A single chamber ICD was interrogated eariler with no problems. This event occurred pre-implant.